Event description:
It was reported that during implant attempt, it was noted that the posterolateral vein was larger proximally, but smaller than 6 fr distally. After the lead delivery system was slit, the lv (left ventricular) lead began to back out by itself. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).